Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device was alarming "no disposable" while cassette was intact. Patient was connected and able to infuse for approximately 24 hours before it started to alarm. It is unknown if there was a patient, or clinician injury associated with this occurrence.